Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to burnt capacitor on the main board. This burnt capacitor then caused a burnt fuse on the battery board and lower housing. The main board, battery board, and lower housing were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device smoked. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added. Justification for no UDI, this device was manufactured before UDI requirements.